Event description:
It was reported the physician implanted the lens and removed it during intitial surgery, due to a complication with the patient. In follow-up with the surgery center, it was learned the patient's eye anatomy could not support the lens and the capsule tore. The iol was not the direct cause of this event.

Manufacturer narrative:
The returned lens was inspected under illuminated 10x magnification and showed a distorted haptic. Our investigation and information received from the reporter reasonably suggests, this event is not manufacturing related. Will continue to monitor and trend all reports.